Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). Reportedly, the customer required assistance from grandchild to treat bg level via consumption of glucose tablets. The customer declined troubleshooting with tandem technical support, or to provide additional information.